Event description:
On (B)(6) 2021, the patient contacted lifescan (lfs) us, alleging that their onetouch ultra 2 meter was reading inaccurately high compared to another device. This complaint was classified based on the customer care agent (cca) documentation. The patient reported that they had been experiencing inaccurate high results since (B)(6) 2021 (no results were given). At 21:00 on (B)(6) 2021 they allegedly obtained a result of ¿441 mg/dl¿ on the subject device and within 20 minutes of this result they tested on a different meter (type unknown) and obtained a result of ¿159 mg/dl¿. The patient manages their diabetes with insulin (humalog, 24 units before lunch and dinner and lantus on a sliding scale up to 38 units). The patient reported that, on (B)(6) 2021, they made a change to their diabetes management regimen; ¿sliding scale up to 38 and took 3 units more.¿ the patient reported that at 23:00 on (B)(6) 2021, they developed the following symptoms: ¿weak¿, ¿incoherent¿ and ¿soaking wet¿. The patient stated that they went to the emergency room where their blood glucose was reportedly tested at ¿48 mg/dl¿ on the hospital device. They were subsequently treated with orange juice, crackers and peanut butter. During troubleshooting, the cca established that the unit of measure was set correctly on the subject device at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event which required hcp treatment for an acute low blood glucose excursion after making a change to their diabetes management regimen based on alleged inaccurately high blood glucose readings obtained on the subject device.